Event description:
On (B)(6) 2019, customer had initially reported that his adc blood glucose meter would not power on with button press or test strip insertion. On (B)(6) 2019, a caller reported that on (B)(6) 2019 the customer was unable to test and therefore experienced a medical event due to a delivery issue involving the replacement product. Caller reported that the customer was hospitalized, but no further information was provided as the caller refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If product is returned, the case will be re-opened and a physical investigation will be performedthis also serves as a correction report. Adverse event/product problem was incorrectly documented in the initial report. Has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, customer had initially reported that his adc blood glucose meter would not power on with button press or test strip insertion. On (B)(6) 2019, a caller reported that on (B)(6) 2019 the customer was unable to test and therefore experienced a medical event due to a delivery issue involving the replacement product. Caller reported that the customer was hospitalized, but no further information was provided as the caller refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.